Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16475. During follow-up, there was some noise episodes noted on both right atrial (ra) and right ventricular (rv) leads. No intervention was performed to resolve the event and the patient was stable and will continue to be monitored.